Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of heart valve scarring and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced and was hospitalized for heart valve scarring. Treatment and outcome were not reported. On an unreported date, the patient experienced peritonitis and was hospitalized for that event on (B)(6) 2011. Treatment was not reported and at the time of this report, the patient was recovering. The patient was discharged on (B)(6) 201 and dianeal therapy was ongoing. An opinion of causality was not provided, but the consumer stated the cause of the peritonitis may have been something during the hospitalization for the heart valve scarring.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f24012, h11e04040 and h11d20015 with no exceptions notated related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.